Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. An unapproved viscoelastic was used during the implant surgery. Additional information was requested on 02/05/2010, 02/08/2010, 02/09/2010, 02/10/2010, 02/12/2010, and 02/17/2010 by phone, fax, and mail. A completed questionnaire was received on 02/17/2010. (B) (4)

Event description:
A surgeon reported two cases of endophthalmitis following intraocular lens (iol) implant surgery. The surgeon reported the procedures were performed by two different surgeons at the same surgery center. This patient was bilaterally implanted. The surgeon reported this patient has elevated intraocular pressure (iop) on the first postoperative day. An anterior chamber paracentesis was performed. The iop was normal at a subsequent postoperative visit. No cultures were performed. An unapproved viscoelastic was used during the implant surgery. A nurse speaking for the surgery center reported, the procedures were performed on different days and in different operating rooms. The nurse reported, this case was the second to the last of the day. There are three medical device reports associated with this event. This report if for the second surgeon's patient, right eye.